Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. No damage was found to the returned battery cap, and the cap secured properly to the pump. The pump was exercised for 24 hours with no power interruptions. The battery cap contact dimensions measured within specifications. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the black box data recorded that the pump time and date reset to default settings following pump reboots. The internal clock battery on the printed circuit board was found to have failed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.